Event description:
Heavily diseased vessels, unable to advance the sheath without damage to sheath and vasculature. Removal of sheath caused significant damage not conducive to interventional treatment. Patient converted to standard open repair.